Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right ventricular lead exhibited noise over-sensing leading to inappropriate anti-tachycardia pacing therapy. Lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.